Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13july2019. The manufacturer's field service engineer (fse) performed remote troubleshooting and recommended replacing the flow sensor assy. The customer replaced the flow sensor assy to address the issue. Customer reports issue has been resolved. The returned gas delivery system found the defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator failed air flow accuracy testing during performance verification testing. There was no patient involvement. The event date was not specified, estimate used.